Event description:
Spontaneous call from pt to report pump malfunction. The pump lost its programming. She had accidentally put the batteries in upside down. Sn (B)(4). Pump is being replaced. It did not occur while in use. Return box being used. No interruption in therapy. Pt had back up pump. Reported to (B)(6) by pt/caregiver.